Event description:
Per medwatch form received 10/7/96 from the user facility: a 67-yr-old male found pulseless and apneic by engine co. "Witnessed cardiac arrest by wife", when engine co attempted to remove the backing of the defib pads they were unable to do so. 2 to 4 mins later the ambulance was at the pt's side and the pt was in a nonshockable rhythm (pea). At no point even after the call could the backing be removed. Unconfirmed but believed the pt was pronounced dead at hosp. The electrodes pads used during the reported incident have been located, but have not yet been returned to co. Per the user facility, this is a possible death.